Event description:
Erroneous troponin (accu tnl) results from two (2) different pt samples that were generated by the unicel dxl 800 access instrument. Pt a: an intial accu tnl result was 0.09ng/ml (0.10ng/ml upon repeat on another instrument in their lab). On the same day, 8 hours later, a fresh sample was collected from the pt and tested for accu tnl; the result was 0.12ng/ml. On the next day, a new sample was collected from the pt and tested for accu tnl; the result was 3.44ng/ml. The pt sample was re-tested for accu tnl; the result was 0.77ng/ml. On the next day, another sample was collected from the pt and tested for accu tnl; the result was 1.32ng/ml. The customer poured off the pt sample to a tube insert cup and re-tested for accu tnl; the results were: 0.16ng/ml, 0.33ng/ml, and 0.20 ng/ml. Pt b: an initial accu tnl result was 4.09ng/ml l. The pt original sample was re-tested for accu tnl. The repeated accu tnl results were: 0.23ng/ml and 0.73ng/ml,. The pt original sample was tested for accu tnl on another instrument in their lab; the result was 0.17ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.